Event description:
The pt underwent bilateral globus pallidus deep brains stimulator electrode placement in 206, and was discharged the following day. A week later he returned as planned for pulse generator implantation and completion of the system. Five days later the pt was seen in the e.r. For evaluation of an episode during which he had became pale, his entire body stiffened for approx 10 seconds, he became combative and then sleepy. The pt's device had not yet been activated, and he was admitted for evaluation which consisted of a head CT that showed a small, low-density area around one of the intracranial leads consistent with brain edema. He was treated with anticonvulsants for a probable seizure. An infection workup was negative. The pt was discharged 2 nights after admission. Following programming of the pt's stimulators, the pt did well, with substantial improvement from his preoperative baseline. Please see MFR. Report # 3004209178200805040.